Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented remotely. Review of remote transmissions revealed episodes of post-paced t-wave oversensing. Programming changes were recommended.

Event description:
New information revealed that the recommended programming changes were made.